Event description:
It was reported that a large volume infusor under infused. The device contained cefazolin (aft) 4000mg in sodium chloride 0.9% and was being delivered via a peripherally inserted central catheter (PICC) line. The issue was identified after disconnecting the approximate 24 hour patient infusion at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from january 3, 2022 - january 5, 2022. H10: the actual device was received for evaluation. The sample was returned to the plant containing 71 ml of fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The cause of the report could not be determined; however, the following factors may affect the flow rate and be potential causes for this report: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.